Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Device had missing reservoir tube o-ring.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had broken at reservoir lip ring. Customer¿s blood glucose level was 3.4 mmol/l. Customer reported that the reservoir did not able to lock in place. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.